Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. Part of the internal circuitry was burned up and shorted out. The strip chart recorder (scr) had cuts in roller from removing paper jam, the touch screen was dented. There was no evidence of abuse or mishandling observed. All affected components were replaced. The programmer passed all functional incoming tests. Laboratory analysis confirmed the reported allegation.

Event description:
Boston scientific received information that this programmer emitted a loud noise and started smoking. The programmer will be returned. No patient involvement.